Event description:
It was reported the patient presented for follow-up after a magnetic resonance imaging (MRI). During device checks, it was difficult interrogating the right ventricular (rv) leadless pacemaker (lp) through conductive telemetry and the programmer crashed during an rv sense test. The lp was reinterrogated and device parameters were returned to normal. A different programmer was able to interrogate the lp without issue. The patient was in stable condition.